Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/28/2017 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error code 13-1064-1232. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed

Event description:
The customer reported error code 13-1064-1232. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reflash for error code 13-1064-1232. Replaced discolored membrane. Replaced liui (bent internal pin). Lvp keypad recalled completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/28/2017 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue needing to be reflashed. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages. H3 other text : no product returned.

Event description:
The customer reported error code 13-1064-1232. No patient involvement.